Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device was difficult to toggle and unload. Device loaded but was unable to toggle; technical support attempted to unload but needle was stuck. Needle broke in half due to forced unload. A new device was opened to resolve the case. The patient has no injury.